Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted; one in the 1st om and one in the 1st diagonal. Approximately one month post index procedure during a staged procedure, two endeavor sprint drug eluting stents were implanted in the rca. The stents were successfully implanted; however, an angiographic complication of perforation occurred during the staged procedure. The patient was discharged 4 days later.

Manufacturer narrative:
(B)(4).